Event description:
It was reported that during a laparoscopic cholecystectomy procedure, on the seventh or eighth clip application, the clips started to deploy without being formed. Same like device was used to complete the procedure. No patient consequences were reported. No device returning.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: was the clip fully advanced into the jaws prior to firing? Best I could tell. Was the surgeon able to visualize a clip fed into the jaws prior to firing the device? Best I could tell. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? If so, when? Did anything unexpected happen prior to this incident? In the picture that I can send, the surgeon fired perpendicular over another clip already placed. Was the device fired after this incident in or out of the patient? In 3x. There was some bleeding earlier, not a good case to analyze on the spot. Where the unformed clips scissored, pear-shaped or were the legs of the clip open? Completely unformed. Had to be an alignment issue. Does the patient have any relevant history of surgical treatments? If so, what? Na. Did somebody other than the primary surgeon fire the instrument? If so, whom? No.